Event description:
The customer reported that the alarm was not expected to appear or to be resettable. The device was in clinical use. No patient or user impact was noted. The customer replaced the speaker when an error appeared on the log, which prompted the user during the initial self-test.

Manufacturer narrative:
The manufacturer still needs to complete the investigation of this event. An updated report will be provided upon completion of the investigation. Reporter phone #: (B)(6).

Manufacturer narrative:
H11: health impact grid updated. H10: the field service engineer (fse) confirmed the speaker failed error displayed on the system. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. At the time of the error the ventilator was stopped, and another ventilator was connected to the patient. There was no impact on the patient as it was used in continuous positive airway pressure (CPAP) mode so the patient was self-sufficient. The fse replaced the speakers with a new one and confirmed system was returned to use in fully functional state. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.